Event description:
A peritoneal dialysis pt was admitted to the hosp on (B)(6) 2014 for shortness of breath, "shaking/still body". A neurology consult ruled out stroke and seizures. She had a thirty pound weight gain as well. Her admitted diagnosis were fluid overload, continuation of peritonitis (on antibiotics until (B)(6) 2014. The pt was put on hemodialysis.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.